Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an unspecified malfunction/issue occurred. The wearable was inserted into the skin on (B)(6) 2025. On the same day, it was reported that the patient experienced loss of consciousness in an active sensor session. According to the patient the got his wearable paired to the g7 app, and they were getting cgm readings. It was not known however what the cgm readings were, or what the cgm device was displaying. The patient was having difficulty pairing it using his t-slim pump, and while trying to pair, they lost consciousness. The patient declined to provide any further information regarding the event. At the time of the report the patient was stable. No other details were documented. The root cause of the customer¿s experience is undetermined. The performance data was reviewed for the time period of interest. The data indicates that the sensor session started at 1:17 am on (B)(6) 2025. The session lasted 15 hours and ended due to algorithm detected failure at 4:52 pm. There were no bg meter calibrations performed during the entire session. During the 15 hour session numerous low, urgent low soon and urgent low alerts occurred as the users egvs fell below the target range. All alerts were acknowledged up until 10:30 am. Subsequent alerts went unacknowledged until later on in the evening when a new sensor session was started. All alerts were found to be working as designed. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of loss of consciousness.

Event description:
It was reported that an unspecified malfunction/issue occurred. The wearable was inserted into the skin on (B)(6) 2025. On the same day, it was reported that the patient experienced loss of consciousness in an active sensor session. According to the patient the got his wearable paired to the g7 app, and they were getting cgm readings. It was not known however what the cgm readings were, or what the cgm device was displaying. The patient was having difficulty pairing it using his t-slim pump, and while trying to pair, they lost consciousness. The patient declined to provide any further information regarding the event. At the time of the report the patient was stable. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.